Event description:
It was reported that the staff noticed that the balloon on the intra-aortic balloon (iab) was faulty. As a result, a new iab was used. There was no report of patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon from the kit was faulty" is confirmed. During the investigation, a puncture to the bladder, consistent with contact from a sharp object, was found on the bladder membrane. No other leaks were detected during functional testing. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. This damage combined with the returned state of the device, indicates the iabc was not prepped correctly. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iabc prep/removal from its packaging. The root cause of the bladder leak is undetermined, but a potential is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00357 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that the staff noticed that the balloon on the intra-aortic balloon (iab) was faulty. As a result, a new iab was used. There was no report of patient complications.

Manufacturer narrative:
(B)(4). No part has been returned to teleflex chelmsford for investigation. The reported complaint that the "balloon from the kit was faulty" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR#: 3010532612-2020-00357 (tc 1900080344) as the report is related to the same patient.

Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00357 (tc 1900080344) as the report is related to the same patient.

Event description:
It was reported that the staff noticed that the balloon on the intra-aortic balloon (iab) was faulty. As a result, a new iab was used. There was no report of patient complications.